Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture (loc). Additionally, an right atrial automatic threshold (raat) test was unsuccessful due to low evoked response. No additional adverse patient effects were reported. This lv lead remains in service.